Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented for follow-up after merlin.net transmission showed the device in backup vvi. Upon interrogation the device confirmed backup vvi. A firmware download was successfully performed. The patient will continue to be monitored.